Event description:
Information was received from a patient receiving intrathecal bupivacaine and morphine (unknown) via an implantable pump for non-mal ignant pain. The patient reported that they had not had the same pain relief with their current pump as they did with their previous pump. Patient stated this morning the pump shocked them, they leaned against the counter again by their microwave and received a shock again. Patient also mentioned they have fallen quite a bit lately, a couple times they landed on their stomach, however the last 3 weeks they had not fallen. Patient said they had been adjusting the medication, they increased it once before the refill to try and get better pain relief and patient said they have been decreasing the bupivacaine because they thought it might be causing the patient to fall more often. Patient then mentioned almost 2 years ago they had a major surgery and they took out their "stomach slat" then was had to have a colostomy. Patient stated they took out muscles and they told the patient they could not have any more surgeries because there was nothing to tie it to. Patient stated the pump was not floating as much now. Patient mentioned when they first tried to fill the pump it was too deep so they had to use a different needle and last time they still had trouble finding the pump. Patient stated the current pump was better since the healthcare provider anchored the pump differently and used a "mesh". Patient stated however, the pain relief had never been as good with this current pump. Patient stated they had more pain and they had muscle spasms in their legs. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the healthcare provider (hcp) reported that the major surgery that took out their "stomach slat" and colostomy were unrelated to the medtronic device and/or therapy. It was also reported that the patient's pain and muscle spasms in legs was a chronic issue which began after a car accident and no indication of a system related issue. Actions/interventions taken to resolve the issue were increases are being programmed to continuous rate. They are actively working on the patient's pain management through the pump and oral medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.